Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3889-28, lot # va17dcq, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type lead .

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The rep reported that the ins was protruding from the patient¿s skin. The rep reported that the patient fell 1-2 months prior to the report and thought she might have landed on the pocket site. The rep reported that the healthcare provider examined the patient and determined that the ins was eroding from the pocket. The rep reported that the ins and lead was removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.